Event description:
Customer reports of having low blood glucose and passed out in the shower. Customer reports that blood glucose was 411 mg/dl and it dropped to 40 mg/dl and was treated with 15 units of manual injection. Customer states he woke up three hours later and was given a peanut butter and jelly sandwich to treat low blood glucose. Customer states that healthcare professional is concerned about changing settings in insulin pump and fears that customer has been changing setting. Customer states that settings may be changing on their own and requesting insulin pump to be replaced. Customer also reports of having an x-ray with insulin pump in his pocket. Customer was advised that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.